Manufacturer narrative:
The reagent lot number is 736711. The expiration date was not provided. The field service engineer (fse) adjusted the sample and reagent probes, sipper, paddle mixer, pinch tubes, valves, and syringes. The fse performed mechanical and performance checks and qc successfully. The investigation also found that the customer's sample clotting time is too short. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys ferritin results for 1 patient sample on a cobas e 411 immunoassay analyzer. The customer has been having issues with qc which prompted them to repeat patient samples. The initial ferritin result was 0.883 ng/ml with flag. The sample was repeated and the repeat result was 1190 ng/ml. The repeat result was deemed correct.